Event description:
Procedure type: vats lobectomy. According to the reporter: the device was used on a branch of the pulmonary artery. The surgeon reported the staples didn't deploy completely. Some staples deployed at the distal tip of the sulu; the staple line was incomplete. The knife blade deployed and cut the vessel. The surgeon controlled the bleeding by tying off the vessel after transitioning to an open procedure. Intra-operative bleeding was estimated to be approximately 750ml - 1000ml. The patient was transfused with 2 liters of blood. The case was extended by 90 minutes. There was unanticipated tissue trauma. There was no unanticipated tissue loss. No buttress material was used. The surgeon reported the patient was fine.

Manufacturer narrative:
(B)(4).